Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the cardiovascular operating room (cvor) upon receipt of the kit, they found the unprotected introducer needle was protruding through the lidstock of the tray. As a result, it was not used. This was not discovered during a procedure and there was no patient involvement.